Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on her insulin pump. The customer's blood glucose level was 298 mg/dl. Customer changed the infusion set and reservoir before he went to bed. Customer received a no delivery again this morning. Customer has not treated yet and is at work. Customer was assisted in performing a 5.0u fixed prime. Customer stated that the insulin did not exit. Based on the troubleshooting, the problem pointed to the site. Customer was referred to reach out to his health care professional to discuss possible site issues. The no delivery alarm has only happened when the customer is connected. Customer does not have any supplies to change into because he is at work. It was suggested that the customer treat for his blood glucose level as soon as he can. No additional information provided.